Manufacturer narrative:
On march 14, 2023, mentor became aware of the following and corresponding field have been updated on this form: - patient age at the time of event was 49 years; field a2 has been updated - ethnicity has been updated to not hispanic/latino under field a5 - race has been updated to white under field under field a6 - event year has been updated to 2022 under field b3 it was reported that the patient is fully recovered after the surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, mentor became aware that patient experienced bilateral ruptures. On (B)(6) 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s left-sided device. Right side rupture is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 6, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 350cc breast implant was found to have a tear on the posterior view measuring approximately 0.1 cm. In addition, shell abrasion was noted on the edges of the rupture. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant and experienced breast implant rupture on her left side. The issue was diagnosed in person and patient has consulted with the health professional. As a result, the patient underwent bilateral explantation and replacement with catalog number 3504001bc; serial number (B)(4) on her left side, and with catalog number 3504001bc; serial number (B)(4) on her right side on (B)(6) 2023.